Manufacturer narrative:
This device is used for treatment not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Hospital in (B)(6) reported that during a procedure the surgeon attempted to attach the blade to the impactor for insertion. The blade had a gap between the lock and the shaft. The surgeon was concerned that the inner screw would not slide up and with the gap between the lock and the shaft decided not to insert it into the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. We have sent the complained article to the responsible product manager for investigation, here the feedback, visual inspection showed that there is a gap between the case and the end cap. The end cap is uptight in to the case. The function was after loosening okay. We assume that this problem could occur through the following circumstances: wrong rotation, use of 356.832 key for pfna blade, according to the op technique guide not for this application, instrument damaged. No product fault could be detected.